Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The company representative (rep) reported that the lead was &#50309;vised.&#55328;due to swelling they had a hard time. The indication for use included non-malignant pain and head/neck (non-malignant). Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient noticed the lack of therapeutic effect to their right side one day post-operatively. As a result of the lack of therapeutic effect to the right side reprogramming was tried with little coverage to the right. The date the patient first noticed the swelling or where the swelling was, was unknown. The cause of the swelling that led to the lead replacement was normal healing for the patient.